Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Oit was reported that the mdt rep. Met with pt today who was having some charging issues that began a couple of months ago. Pt said they had been charging diligently since implant date and would charge the recharger every day, but then they started having charging issues a couple of months ago and allowed the ipg and recharger to completely deplete. Caller said the pt's implant was not charge and their recharger was not charged, but the mdt rep. Tried to charge the recharger for 30 minutes in office today, the recharger would not charge. Lights on the recharger just scrolled down rapidly when recharger was on dock, but when taken off dock, recharger would not turn on and would not respond at all. During call, reset was performed and repairing was performed, but recharger remained unresponsive when off dock and scrolling lights remained when recharger was on dock. An email was sent to the repair department to replace the recharger. Caller called back for help pairing the replacement recharger to the handset. Walked caller thru the steps, but it had already been paired prior to call. Caller was able to charge implant and see 10%, excellent connection, therapy off. Caller will charge ins to at least 30% before turning the therapy back on.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.